Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood/solution set leaked from an unspecified location. This was observed during preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample and two retention samples were provided for evaluation. The returned photographs were reviewed, and it was noted that the photographs did not show the reported defect, therefore, the reported condition could not be confirmed or refuted. The cause of the reported condition could not be determined. The retention samples underwent visual inspection, and there were no issues noted. Functional testing on the retention samples included underwater leak testing and air passage testing, and there were no issues noted. All samples were submitted to a traction test (to failure), and no issues were noted. The reported condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.